Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a therapy issue with a pain stim implantable pulse generator (ipg) when stimulation was turned on. The patient experienced a charging issue with the implantable neurostimulator, where the right side functioned, but the left side did not. The issue was discussed during a call with a representative and the patient. Information was received from a patient regarding an external device. The reason for call was rep (representative) called in with patient and stated the recharger was not working to charge the implanted neurostimulator. Patient said the controller would charge, but nothing would happen when they tried to charge the implant. It was clarified they would not see the normal charging screens like recharging good or excellent as controller wouldn't recognize the recharger was plugged in. Agent asked event date, patient said their device was turned on a week ago friday and they tried to charge that day, but noticed this issue. Patient inspected recharger and controller port, but did not see any damage. Patient cleaned connections and blew into controller port. Patient reset controller and tried to start a charging session, but reported the controller was still not recognizing that the recharging antenna was plugged in. Patient then mentioned they were messing around with the controller and changed the controller to another language, but didn't know how to change back to english. Agent walked patient through changing language to english. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from the patient. It was reported that the cause of the left side not working, having charging issues, is the wire was pulled loose. They couldn't charge the battery and the replacement didn't work for them. They have scheduled for a replacement.